Event description:
It was reported via repair work order that the head section was unable to fully retract due to a bent telescoping tube assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.